Event description:
Event description boston scientific crm received information that during a revision procedure, this right ventricular lead was surgically abandoned and replaced due to impedances greater than 3000 ohms and high threshold measurements. No adverse patient effects were reported.